Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Event description:
It was reported that the customer had a prime rewind issue on the insulin pump . The customer's blood glucose level was unknown mg/dl. The customer stated that insulin is "squirting out" during the manual prime process and receiving an a33 alarm. The customer stated that they are unable to exit the "preparing to prime" loop. The customer stated that the drive support cap is flush. The customer was advised to disconnect use of the insulin pump and revert to back up per health care provider instructions. The customer was advised that the insulin pump need to be replaced. The patient was advised that the cause of the a33 alarm is during seating the force sensor did not detect the reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.